Event description:
Complainant reported two laser fibers were observed to be broken. One reportedly "separated" and the other was observed to "snap". Both instances occured during use. This complaint was initially reported to FDA under 1037955-2020-00010 on 03/27/2020.